Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments it states that surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling.

Event description:
When trialing the bearing during a knee arthroplasty, the provisional bearing fractured; no pieces fell in the patient and trialing was completed with another provisional from a different set.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection confirmed a crack around the posterior slot, thus confirming the complaint. Further inspection found additional wear including scratches and deformed corners. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.